Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic\side pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), peripheral swelling ("swollen legs"), arthralgia ("achy joint pain") and malaise ("overall sickness") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, hormone level abnormal, peripheral swelling, arthralgia and malaise outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, fatigue, hormone level abnormal, malaise, pelvic pain and peripheral swelling to be related to essure. The reporter commented: removal recommended by treating physician-yes. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident, previously added injury nos was replaced with pelvic pain & new events- abdominal pain, back pain, fatigue, hormonal changes, overall sickness, achy joint pain, swollen legs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.